Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Head of the toothbrush...fell off the base, and part-way down throat...turned sideways and lodged - oral-b, foreign body in throat. Head of the toothbrush. Part-way down throat. Turned sideways and lodged. Fished it out with pointer finger - oral-b, removal of foreign body from throat. Head of the toothbrush must've been loose - oral-b, device connection issue head of the toothbrush must've been loose, as it fell off the base - oral-b, device breakage. Consumer via e-mail stated that while brushing their teeth the other night in (B)(6) 2022, the oral-b toothbrush head of the oral-b toothbrush must've been loose, as it fell off of the oral-b toothbrush base, and part-way down their throat, turning sideways and lodging like that. They fished it out with their pointer finger. No serious injury was reported. 14-mar-2022 follow up via weblink/image: the suspect product lot was bc903200036. No serious injury was reported.